Event description:
It was reported that patient was symptomatic of syncope. Interrogation noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. During replacement procedure, valvular stenosis was noted. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.